Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture thresholds. During lead revision an insulation anomaly was observed on the lead. The lead was capped and replaced. The patient was asymptomatic.